Event description:
It was reported that post magnetic resonance imaging (MRI) the implantable cardioverter defibrillator device exhibited battery longevity anomaly. The battery longevity measurement in months read 3-84 months. No intervention was performed. No patient consequences.

Manufacturer narrative:
Further information was requested but not received.